Manufacturer narrative:
The impella device has been returned to the manufacturer. When the investigation is complete, a supplemental report will be filed. As noted in the impella IFU: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
A 60-year-old white male presented with heart failure and cardiogenic shock. Iabp has been placed and CABG procedure planned. Post CABG patient deteriorated on iabp and was escalated to central va ECMO. An impella 5.5 has been inserted with a difficult delivery. The attending physician noted that the insertion took an unusually high force to get the pump across the aortic valve and that the catheter had to be torqued to move the impella inlet away from the mitral apparatus. There were low purge flow alarms and the pump stopped. The impella 5.5 has been removed. Subsequently, the patient was stable on central va ECMO.

Manufacturer narrative:
The investigation into the pump stop has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the cause of the pump stop was blood ingress due to purge lumen kinking along the length of the catheter.